Event description:
This elderly man was in the operating room undergoing a total shoulder replacement surgery. The patient was under anesthesia. Glenoid sphere implant was secured into place with hex screw driver bit. When the screw driver bit was removed from the implant the tip remained within the insertion hole. It had broken off the screw driver within the implant. The patient remained stable. No apparent harm to the patient. The surgeon noted he was unable to remove. Post op x-rays showed no loose hardware and all hardware was secure. The patient recovered well and no harm was apparent. Manufacturer response for hex screw driver bit, aequalis reverse (per site reporter): manufacturer's rep was in the operating room when this occurred. No response thus far.